Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an electrophysiology procedure, a pericardial effusion occurred. During transseptal puncture with a brk transseptal needle, a cardiac perforation occurred on the posterior aspect of the heart. The patient had no symptoms and the effusion was monitored for 30 minutes using ultrasound. There were no performance issues with any sjm device.